Manufacturer narrative:
Further details are actively being pursued. If able to obtain further information regarding the event, a follow-up report will be submitted with the information.

Event description:
This was a lead extraction procedure to remove three non-functional cardiac leads. Each lead was prepped with an lld and an sls ii laser sheath was used (model # unknown). While extracting the rv ICD lead (mdt 6947m, implanted 22 months), an injury occurred and a sternotomy was performed. An injury in the ivc was discovered. Unfortunately, attempts to repair the injury were unsuccessful and the patient did not survive the intervention. The physician stated that there was no device malfunction and that there was fragile tissue which lead to the injury.